Manufacturer narrative:
Unit passed displacement test and self test. Unable to download during testing. Problem isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was not able to upload to carelink. Customer continued to receive error messages. Customer¿s blood glucose was not reported. Insulin pump is expected to return for failure analysis.